Event description:
It was reported that occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "per facebook post: using the safety button that retracts the needle, it slap grabs the catheter, pulled it out of the patient and either into the safety device or just lays there on the patient... Luckily now, our hospital had pulled all the needles with that lot number, but missed this one I guess..."

Manufacturer narrative:
The correction is as follows: g.4. Date received by manufacturer: 2020-03-11.

Event description:
It was reported that occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: "per facebook post: using the safety button that retracts the needle, it slap grabs the catheter, pulled it out of the patient and either into the safety device or just lays there on the patient... Luckily now, our hospital had pulled all the needles with that lot number, but missed this one I guess..."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a package label, adapter, and tubing on a wedge. The evaluation of the submitted photo displayed the wedge/catheter tubing had backed out of the adapter. The reported issue was confirmed as a catheter wedge back out failure. This was evidence to confirm and support a manufacturing process related issue for the reported defect. Bd is continuing to further investigate this type of reported issue through CAPA#1461582. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "per (B)(6) post: using the safety button that retracts the needle, it slap grabs the catheter, pulled it out of the patient and either into the safety device or just lays there on the patient... Luckily now, our hospital had pulled all the needles with that lot number, but missed this one I guess..."